Event description:
It was reported the catheter was inserted into the right arm of a male pt in the surgery suite. During removal, the catheter became "snagged" on something and the distal metal tip broke off and remains in the pt. The physician stented the retained piece up against the vessel wall to secure it in place. There was a delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).